Manufacturer narrative:
Correction made to a2: date of birth: (B)(6) 1955 (previously submitted as (B)(6) 1955) correction made to d2a: common device name: pump, infusion (previously submitted as pump, infusion, elastomeric). Correction made to d2b: classification code: frn (previously submitted as meb) additional information was added to h6 and h10. The devices were discarded and the lot number is unknown; therefore, a devices analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that (2) unspecified elastomeric devices underinfused medication to the patient. The expected therapy time was 2.5 hours; however, the device took nearly 3.5 hours to deliver the medication dose to the patient. The device was filled with unspecified medication. The issue was identified during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.